Manufacturer narrative:
Siemens has completed an investigation of the reported event. The root cause was determined to be a hardware error. The investigation showed that the communication between the exam room (ER) monitor and the pc malfunctioned which caused the exam room monitor to show a black screen. When a system restart was performed, the system went into bypass mode which indicated that the system was able to continue the x-ray fluruoscopy in this mode but with lower quality image. The customer chose to transfer the patient to another system and finish the procedure. The video cable between the pc and ER monitor was replaced and the connection repaired by a siemens service engineer. Following the service activities, the system is operating normally. After detailed investigation, the incident is not classified as a reportable event as neither serious injury, death nor an unexpected, prolonged hospitalization of the patient or any other person occurred or could be expected. According to the risk analysis, the severity is in the range of moderate and the corresponding probability is in the range of improbable.

Manufacturer narrative:
Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation.

Event description:
It was reported to siemens that a malfunction occurred while operating the artis one system. During an interventional procedure, the user reported that the ER monitor had a black screen. After a system restart, the system went into bypass mode and the power off/on was not able to recover the system. The procedure was continued and completed on an alternate system. We are unaware of any impact to the state of health of the patient involved. Siemens has requested additional information in order to conduct an investigation of the reported event.